Manufacturer narrative:
Conmed received three (3) "unopened" packages containing suction connecting tubing for evaluation. Visual examination of the returned packages found the pouches on two (2) of the devices exhibited obvious creases in the sealing area, which extended through the entire seal width. The third package exhibited partial seal disruption on the chevron seal from shipping and handling (seal creep). The tubing sets were forwarded to the packaging engineering test lab for dye leak penetration testing and one (1) of the devices that exhibited creases in the seal was confirmed that the tubing package had failed the dye leak penetration test. These devices were manufactured on 23-jun-2014. A review of the device history record for this lot found no ncrs and noted no discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the "creases" found in the seal is due to inadequate placement of the device onto the tiromat packaging machine that most likely related to operator error. Of the (B)(4) units from this lot shipped to the distributor, these three (3) units are the only units found with "insufficient heat seals" by the distributor inspector who performs one hundred percent (100%) incoming inspection of all devices. In addition, of the lot containing (B)(4) units, there were eight (8) similar complaints received all discovered on incoming inspection at this (B)(4) distributor. A two (2) year review of product history for this device family showed that including this complaint there have been eighty-one (81) reports received of "insufficient heat seals". (B)(4). This packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately. An investigation is in progress to determine the root cause and to address this reported problem.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, three (3) packages containing sterile suction connecting tubing, 1/4" ID x 6' long, were discovered with "insufficient heat seals". Two (2) of the three (3) devices exhibited "creases" found in the side sealing area , and one (1) of the three (3) returned devices exhibited partial seal disruption in the chevron seal of the package due to shipping and handling issues. Testing results confirmed that one (1) of the three (3) returned packages that exhibited "creases" in the seal failed a dye leak penetration test on (B)(6) 2015. There was no patient involvement with this reported problem, as the 'insufficient heat seals" were discovered during inspection at the distributor site prior to distribution to the end user.